Event description:
It was reported that, "laparoscopic suturing - after using 10 cm of the first 14 cm suture. The needle broke. (B)(4).

Manufacturer narrative:
Method, results and conclusions: the actual product involved with the incident reported has not been returned. Needle supplier which is our customer as well was contacted to verify if there were any quality issues related to the needle batch. Supplier confirmed that no ncrs were generated as part of the mfg process of the needle lot. Relevant portions of the device history record were reviewed. Finished good product was rec'd into inventory w/o quality issues. The product from this finished good lot and all of the components met (B)(4). Requirements throughout the incoming, mfg and the final inspection processes. No inventory available for the finished good lot reported. At the time of this report, samples have not been rec'd. Upon receipt of samples, a f/u report will be submitted once the eval is completed. Reference: complaint #5723 (ethicon's complaint #(B)(4)). Item #sxpd2b414 stratafix spiral pdo knotless tissue control device, 2sh -0-pdo 14 x 14 13mmleader, lot mbnr000.